Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) was leaking fluid from the cylinder front end due to a hole. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.